Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.25 ng/ml on a patient. Results (ng/ml): date/time: (B)(6) 2011, 1034; I-stat: 0.25. Date/time: (B)(6) 2011, 1418, eci (lab): 0.027. Date/time: (B)(6) 2011, 1703; eci (lab): 0.079; date/time: (B)(6) 2011, 0621; eci (lab): 0.059. The suspected discrepant results were not released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.